Event description:
The event is reported as: it was reported that during a procedure the shaft separated from the handle. No report pt injury. Pt current condition reported as doing fine.

Manufacturer narrative:
The device sample has not been received in time for this report.